Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral dcb was used to treat the right mid sfa. Approximately 7 months post procedure patient suffered superficial femoral artery and common femoral artery constriction. The event was treated with sfa to popliteal bypass graft and pta. Patient recovered. The investigator assessed the event as not related to the paclitaxel and unlikely related to the device or procedure.